Event description:
It was reported that a malfunction occurred when the customer noticed a loss of connection after leaving the pump on the counter while taking a bath, possibly due to moisture exposure. There was no adverse impact to the customer's blood glucose level. The customer, unaware of the malfunction initially, was advised by technical support to review the pump history during troubleshooting of a separate issue, which revealed the malfunction. Insulin delivery resumed after loading a new cartridge. Technical support decided to replace the pump, confirming the shipping address and explaining how to program the new pump and connect the cgm. The customer was instructed to return the problematic pump within 10 days to avoid charges and was provided with storage and return instructions.